Event description:
Subsequent to filing original 3500a user facility rec'd the results of the autopsy which found as follows: no significant maternal medical history, neonatal death of fullterm male infant (7 days), massive subdural and intraparenchymal hemorrhage, involving right frontoparietal cerebral cortex; status post frontal craniotomy and surgical evacuation on 25 sept 1998. Arteriovenous malformation, extensive, involving right frontal and parietal cerebral cortex. Multifocal, subarachnoid, intraparenchymal and intraventricular hemorrhage, marked cerebrovascular congestion, cerebral edema, massive necrosis and other features consistent with "respirator brain syndrome," sequelae of global anoxia/hypoxia, clinical history of antemortem intraventricular hemorrhage; uncal herniation; right to left subfalcine herniation; no other external macroscopic congenital anomalies.